Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12586. It was reported the patient was implanted without adverse events. The sjm representative returned to reprogram the patient. The physician reported the patient had complications and died. Reportedly the physician believes the patient's death was unrelated to the scs device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.